Manufacturer narrative:
A steris service technician arrived on site, inspected the unit, and found that foreign plastic pieces were causing an obstruction in the suction pump. The source of the plastic pieces was not able to be identified. The suction pump is used to pump water out of the washer. The plastic pieces clogged the suction pump causing the reported leak. The technician removed the plastic pieces from the suction pump, replaced the pneumatic oil valves within the suction pump, tested the unit, and returned it to service. The unit is not under steris contract for preventative maintenance.

Event description:
The user facility reported that their reliance 130 cart washer was leaking water. No injuries were reported.